Event description:
It was reported that the patient underwent an x-stop procedure at level l3/l4 approx one year ago. Post operatively, the patient continued with leg pain. The pt decided to have the device removed and proceeded with decompression and fusion at level l3/l4. Reportedly, the procedure was completed successfully and the pt was in good condition. No add'l info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.